Event description:
Pursuant to info received from the physician, the pt was implanted with a becker on 10/3/96, subsequently it was noted that the pt had developed an infection and extrusion in her right breast and the prosthesis was removed on 12/5/96. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.